Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation the date of event is unknown. The date entered is the date reported as "14 or 15/10 in the morning." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower glucose scan values while wearing the adc freestyle libre 2 sensor compared to an hcp meter while in the hospital for an unrelated device issue. As a result, the customer experienced an "absence of sensations/symptoms" had a loss of consciousness. A glucose test of 38 mg/dl was obtained in the hcp device, however, the customer stated they did not receive third-party medical treatment for the loss of consciousness. The diabetologist was notified and lowered the customer's insulin doses only. No further information was reported. There was no report of death or permanent injury.